Event description:
The activation was discontinued due to limited ability to measure the mcls and the user was referred back to the surgeon. A CT scan revealed that the electrode has extruded i.e. Migrated. The user was re-implanted with a new flex 28 array.